Event description:
Rptr has developed a latex allergy since 1971 when beginning nursing. Symptoms include itching, redness, swelling of lips, and wheezing. Allergy had been diagnosed when rptr had a "cross reaction" to kiwi fruit. She has not had an anaphylactic reaction with latex. Uses epipen.